Event description:
The device was being used to deliver antibiotics when an intravenous infiltrate occurred. The device did not alarm to alert the user. The patient's right arm was swollen and firm to touch. No serious injury occurred.